Event description:
It was reported via maude that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that he had to increase how often he monitors his bg level via bg fingerstick due to ongoing cgm inaccuracies, specifying each of his sensors has been reading ¿80 points off¿. It was also noted that the patient switched from the g7 back to the g6 due to these cgm inaccuracy issues as well. On approximately 03/01/2025, the patient reported that the cgm was reading ¿within normal limits¿ (no specific value was reported) but the patient began feeling ¿sick¿ (no specific physical symptoms were reported). Once the patient could test his bg level via fingerstick, his bg meter reading was found to be ¿high¿ (no specific value was reported) and the patient was taken to the hospital. There was no documentation of what mediation or treatment was provided to the patient during his hospitalization. It was also not specified how long the patient was in the hospital prior to being discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). H2 additional information. E4 initial report also send to FDA - additional.

Event description:
Subsequent to the initial MDR, additional information is required.